Manufacturer narrative:
The field service engineer (fse) performed adjustments on the reagent probe and water pressure for the probe wash or cell rinse water. Since the service visit, the customer has had no further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The instrument check was within specification. The precision check for rotor a of the instrument was within specification; the precision check for rotor b of the instrument was slightly out of specification. No issues were identified during a review of the alarm trace data. Calibration and qc data do not suggest an issue. No issues were identified during a review of the customer¿s pre-analytic data. Ca2 reagent precision testing was within specification. The reaction curve provided for the high ca2 result for patient 2 suggests issues with cell carryover or reagent probe rinsing. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module. Patient 1 initial result was 3.49 mmol/l. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated twice with results of 2.44 mmol/l and 2.22 mmol/l. On (B)(6) 2022 patient 2 initial result was 3.12 mmol/l. The repeat results were 2.27 mmol/l and 2.23 mmol/l. The questionable result for patient 2 was not reported outside of the laboratory. The ca2 reagent lot number was 645909. The expiration date was not provided.